Event description:
It was reported to philips that the customer was unable to acquire images due to an image disk problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that it was unable to acquire images due to an image disk problem. Upon troubleshooting, rse found that the win xp disc controller was unable to access the hard disk drive. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, philips has implemented a medical device correction z-1151-2024 on this system, and the system was returned to good working condition. The codes were updated based on the investigation outcome.